Manufacturer narrative:
To date there is no device available for investigation. Therefore a investigation of the device itself was not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the baisis of the device history records. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a elan 4 electro disposable tube set. According to the complaint description the package was contaminated. A foreign matter was found in the sterile packaging of a unused products. There was no patient harm reported. Additional information was not provided. The malfunction is filed under aag reference (B)(4).